Event description:
The following was reported: the surgeon broached to size b8 and when implanting b8 fitmore stem implant, it would not advance into properly broached femoral canal, resulting in stem being 15mm proud. The surgeon needed to remove the stem. Numerous attempts were made over a 20 minute period to extract the stem with the fitmore extractor instrument. The stem was ultimately extracted and replaced with a b7 fitmore implant. Therefore, the surgery was extended for 45 minutes.

Manufacturer narrative:
The MFR did not receive the device for review. As neither article nor lot number is known, the review of the quality records could not be performed. A proud stem is a known issue in the orthopedic field due to different kind of bone quality and anatomical structure of the pt. If a stem seats proud the surgeon needs to remove the stem, rasp further and try again until he sees the stem is well seating in the bone. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, there is no indication for a product failure. Should additional information become available an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).